Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 14-4/5.8/75 xxl vascular balloon catheter was advanced to dilate the target lesion. However, during the first inflation at 1 atmosphere, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.